Manufacturer narrative:
The meter and strips have been requested for return. One test strip was provided for investigation where it was tested using a retention meter and retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.9 inr the obtained qc value was in the allowed range of the used combination strip lot - qc lot. The measurement was without an error message. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The patient was taking antibiotics during the time frame of the meter to laboratory comparison. Per product labeling, the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). Initial reporter occupation - occupation was patient/consumer.

Event description:
There was an allegation of a questionable result from coaguchek xs meter (B)(4). At 09:44 am, the result was >8.0 inr. At 1:09 pm, the laboratory result using an unknown reagent was 5.7 inr. The warfarin dose was adjusted based on the laboratory result. The therapeutic range was 2.5-3.2 inr and the patient tests bi-weekly.